Manufacturer narrative:
The manufacturer is attempting to acquire the suspect system controller for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 6 weeks post-implant, it was reported that the patient collapsed and lost consciousness at approximately 4:00 am when he got up to use this restroom. The patient was connected to the power base unit (pbu) at the time. The patient lacerated his nose and went to the emergency department. A CT had scan was performed to exclude bleeding and an interrogation of the patient's implantable cardiac defibrillator (ICD) showed a slow ventricular tachycardia (vt) that occurred at approximately 3:50 am. In the hours prior, the patient was connected to batteries until he went to bed just after 12:00 am. The patient's event history indicated low voltage alarms for approximately 4 hours. The patient reported that there were no alarms except for a "yellow light and a beeping every 4 seconds at midnight," before he retired for the evening. The patient had experienced previous low voltages with no alerts. It was also reported that no pi events were recorded in the patient's event history at the time that he lost consciousness. The hospital replaced the system controller.